Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: confirmed that a screw at the base of the reamer handle was detached following reamer use. The physician confirmed no residual material remains within the body via x-ray. It was confirmed during preoperative checks that the screw was present. Staffs looked but couldn't find it.